Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery was draining very quickly. The reporter indicated that the pump emitted multiple battery alarms on (B)(6) 2013 even after replacing the battery 3 times with batteries from 3 different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: no battery cap was returned to animas for testing; all pump testing was performed with a test battery cap. The pump black box was reviewed and evidence of voltage drops and short battery life was observed. During testing, the pump battery cap was unable to fully tighten to the pump due to a battery compartment crack. Moisture contamination was observed inside the battery compartment. The pump was able to power on appropriately with the test battery cap. The pump electrical current draws were tested and were found to be outside of specifications. The pump was opened and a defective component was observed on the printed circuit board. The component was removed from the circuit and the pump electrical current draws returned to normal. Unrelated to the complaint, the pump display screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.